Event description:
It was reported that the device was leaking water internally. Patient involvement unknown.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received with a front cover that was broken on the bottom left side. Per functional testing, could not find any leaking internally, but main block was leaking on the outside. The complaint was confirmed. The root cause was the main block was missing two (2) of the four (4) screws that held it together resulting in water leak. It was unknown how they became missing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the missing screws in the main block and float switch. Performed preventative maintenance (pm), changed o-rings and reservoir gasket and calibrated. The device passed all functional and delivery tests.